Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this left ventricular (lv) lead. Technical services (ts) discussed noting lv lead loss of capture (loc). Technical services (ts) discussed bringing in patient to clinic for further review. This lv lead remains in service. No adverse patient effects were reported.